Manufacturer narrative:
At the time of this report, device evaluation is not yet completed. At completion of the evaluation, a supplemental report will be filed. Blank fields in the MDR form represent unknown information.

Event description:
Intera oncology received a call from a health care provider alleging a fast-flowing intera 3000 hepatic artery infusion pump, serial number initially unknown. The serial number was later determined and the pump had a flow rate as manufactured of 1.3 ml/day. The case was described by the clinician as the following: a complicated case [surgically], with the patient having dealt with primary surgery and in-house with complications. The patient remained hospitalized due to complications unrelated to the pump, including intermittent fevers. On tuesday, (B)(6) 2022 (11 days post implant), the clinic refilled the pump and found no infusate returned from the reservoir, indicating a calculated flow rate of at least 2.5 ml/day. The clinic then refilled the pump with glycerin. The patient underwent a pump angiogram on (B)(6) 2022, which was reported to be normal with contrast in the catheter, and no leaks were indicated. (B)(6) 2022 was 7-day refill interval, and when accessed, the pump was empty. The pump was checked for a pocket fill by two clinicians and was determined that the needle was located in the correct position to fill the pump. An additional pump angiogram was scheduled (B)(6) 2022. The clinician also scheduled x-ray fluoroscopy to confirm no leak in the pump on (B)(6) 2022. Fluoroscopy results were reported to be normal. The pump was accessed to check the volume on (B)(6) 2022 in the reservoir and returned 14 ml of infusate was returned, indicating 16 ml of flow over 2 days. The clinician made the decision to explant the pump, which was ultimately explanted on (B)(6) 2022.

Manufacturer narrative:
Device was confirmed to flow faster than specified during bench testing. Corrective action has been initiated, a supplemental MDR will be filed when z number is assigned.

Manufacturer narrative:
Z number added to MDR file.